Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after treatment date. The review of logfile for the day of treatment showed all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. Energy check was only performed during startup and not as recommended every two hours. The ablation test was performed successfully and without problems, but the ablation test image was blacked out because the microscope illumination was not turned on, therefore the ablation test image did not show any steps between the orientation lines. The user had not operated surgery within the recommended energy settings. No technical root cause could be identified. Based on the video provided, it was unclear why the user did not complete the ring insertion, no complications were visible from the footage. Treatment report did not show any uncut areas, therefore reported event could not be confirmed, based on the provided information. The root cause could not be identified conclusively. With current information, no product malfunction can be associated with the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a case of a ¿non-cut¿ corneal area, on one left eye, during a laser assisted standard segment implantation operation. The surgeon continued to operate on the patient under a microscope. The surgeon was unable to separate the tissue for the subsequent implantation and decided to cancel the operation. There was no patient harm reported. The patient is scheduled for a second operation. Additional information has been requested.